Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted log file data confirmed multiple pulsatility index (pi) events; however, a specific cause for the captured pi events could not be determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and reported events could not conclusively be determined. The controller event log file contained data from 28sep2022 08:11:58 through 28sep2022 10:00:43. The file captured transient pi events throughout the log file, resulting in momentary decreases in speed per design. The pump appeared to function as intended. The controller periodic log file captured six isolated pi events, resulting in a momentary decrease in speed per design. No other atypical events were captured. The pump appeared to function as intended. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on vad support. No product available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 22oct2020. The heartmate 3 lvas IFU rev. C is currently available. Section 4 explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. There are no audible alarms with a pi event. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient complained of very bothersome ongoing dizziness on (B)(6) 2022. The patient experienced some pulsatility index(pi) events throughout the dizziness as well as speed drops. Doctors lowered the speed of the ventricular assist device(vad) to 5600 revolutions per minute(rpm) and changed the hematocrit(hct) setting from 35% to 29%. Doctors also decreased implantable cardiac defibrillator (ICD) monitor zone from 180 beats per minute(bpm) to 140 beats per minute(bpm).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.